Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported experiencing a sudden "electric shock" whenever she touched anything, including people and filing cabinets. It was noted the shock was similar to the feeling of a static shock. Additionally, the patient would set off the store security at stores. The issues had been occurring for the last 2.5 months, approximately starting in (B)(6) 2016. The implantable neurostimulator (ins) was turned off but the shocking still occurred. The ins reportedly took care of (B)(4) of the symptoms, except at night where the patient urinated more at night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.